Event description:
During total laparoscopic hysterectomy with bilateral tubes, harmonic ace shears- scalpel device was being used. Noted that white pad on device was loose and could not be found. Device no longer worked. Second device opened and used on patient. Patient cavity was searched for white pad. Room was searched. White pad was not found, nor detectable on x-ray. Believe pad may have come off when device was taken out several times to be cleaned.